Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur, allowing the customer to continue using the pump.